Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the intensive care unit due to a blood glucose (bg) level of 378mg/dl and a ketone level identified as dangerous by healthcare provider. Reportedly the customer consumed alcohol prior to event, and customer had experienced increased stress which contact believed contributed to the event; however no additional information regarding the cause was provided. Bg was treated with an unspecified insulin treatment and saline. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.